Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). Quality controls (qc) recovered within range at the time of the event. The discordant patient result data for the affected serum sample was not included in the troubleshooting file provided by the customer. Therefore, the difference in the kappa light chains results could not be analyzed. Based on the data provided by the customer, the issue is limited to one patient serum sample and no system abnormalities could be identified. The cause of the event is unknown. The system is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely low kappa light chains result was obtained on a patient sample on a bn ii system using n antiserum to igl chain type kappa reagent. The discordant result was not reported to the physician(s). The same sample was repeated for kappa light chains on the same system using a 1:100 dilution, resulting higher. This repeat result was reported, as the correct result, to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low kappa light chains result.